Event description:
It was reported that the device had high thresholds elevated at greater than 5v at 1ms, and diminished rwave 2.6-4mv. The device was explanted and replaced, and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.